Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleging under delivery. Customer¿s blood glucose level was 150 mg/dl, 80 to 100 mg/dl. Customer states current blood glucose was 147 mg/dl. Customer states while sleeping alarm would go off. The insulin pump will not be returned for analysis.